Event description:
The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician performed the stenting and post dilatation and while the physician was advancing the aspiration catheter, the extension wire pulled out from the hypotube resulting in the occlusion balloon was deflating. The patient is reported to be fine.